Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the volume discrepancy was considered to the related to the catheter occlusion. It was reported that on (B)(6) 2013 when the volume discrepancy was noted, the pump was facing right side up. On (B)(6) 2013, a pump check under fluoroscopy was done and the pump was noted to be flipped. The cause of the pump being "mobile/spinning in pocket" was failure of the four sutures at the tie down loops to keep the pump secure. The event involved the pump segment of the catheter. It was reported that the pump segment of the catheter "looked dilated" and was considered to be related to the occlusion in the catheter and the build up (increase pressure) of medication in the catheter between the pump and the occlusion. It was noted that only the pump segment of the catheter was replaced.

Event description:
On (B)(6) 2013, it was noted that the pump was mobile in the pocket. The expected reservoir volume was less than the actual reservoir volume. A pump check was scheduled. On (B)(6) 2013 fluoroscopy was performed and indicated that the pump was spinning in the pocket and twisting the catheter. It was determined that the catheter was occluded as the healthcare professional was unable to aspirate fluid. A portion of the catheter in the pump pocket appeared dilated. On (B)(6) 2014 a pump pocket revision was performed and the catheter was replaced. The event was related to the device and possibly related to the implant procedure. The severity of the event was reported as ¿mild¿. As of(B)(6) 2014, the patient outcome was recovered without sequelae. The device system was used to deliver dilaudid.